Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00666. It was reported that patient was experiencing ineffective therapy since (B)(6) of 2021. Programming was unable to resolve the issue as diagnostics indicated high impedances on both leads. As such surgical intervention took place wherein both the leads were explanted and replaced with new leads. Therapy was successfully restored postoperatively.